Event description:
Reason for report: the quinton catheter was placed on right femoral artery. Right femoral vein quinton catheter was placed by a physician for plasmapheresis. Two days later, plasmapheresis was done. Right thigh noted to be swollen and painful to touch from groin site to midthigh area. The pt complained of severe pain in right thigh to the legs. A urologist examined the pt and ordered arterial blood gas. Blood was aspirated from the quinton catheter and found to be conclusive for arterial blood. Quinton removal required surgical intervention. But the pt opted to have the procedure performed at a nearby community hosp. Plan of action: 1. Medical education dept to have a refresher course or in-service in technique of inserting vascular device for dialysis or plasmapheresis. Dialysis, plasmapheresis, ICU nurses and relevent medical staff members are to attend. 2. Recommended the use of new arrow double or triple lumen dialysis catheter. 3. Recommended that an abg be done after placement of femoral dialysis catheter to confirm placement in the vein rather than the artery.